Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device had no audio. The cause was identified to be a corrosion on the back-flex tail. The device was deemed unserviceable due to extensive damage to the internal components as a result of corrosion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio. No additional information is available.